Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The facility reported an increased upstream occlusion alarm frequency post-implementation of the v9.02.01 software update with the spectrum iq infusion pumps. It was further reported that multiple times a day, while using a spectrum pump (serial number not provided) alarmed upstream occlusion when the infusion was complete and there was air at the lowest y-siteof an unspecified set. The nurse silenced and restarted the infusion, within one minute pump alarmed for air in line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.